Event description:
Customer's wife reports back to back testing on the same meter while using the aviva system with results of: 34mg/dl, 37mg/dl, 34mg/dl, 79mg/dl and 92mg/dl; 34mg/dl, 79mg/dl, 92mg/dl and 57mg/dl; 57mg/dl, 55mg/dl and 150 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.